Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The two pinholes were not confirmed, however, the balloon material was torn in two places. The damaged stent was confirmed. The resistance during advancement and withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, dimensional, and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. The IFU also states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed 3 times with a 2.5x13 non-abbott balloon catheter up to 12 atmospheres (atms) maximum. A 3.0x28 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion and was withdrawn from the patient anatomy. A non-abbott guide wire was advanced to perform a double wire technique. The 3.0x28 rx xience prime sds was re-advanced but could not cross the lesion and was withdrawn from the patient anatomy. The lesion was further dilated with the 2.5x13 non-abbott balloon catheter; however, the balloon ruptured. Further dilatation was then performed with a 3.0x15 non-abbott balloon catheter at 16 atms maximum. The 3.0x28 rx xience prime sds was advanced and the balloon was inflated; however, the balloon ruptured on the first inflation at 8 atms. Reportedly, as the stent was slightly expanded, the sds could not be withdrawn into the 5f guiding catheter. Thus, with the 5f guiding catheter and sds still left in the anatomy, a non-abbott guide wire was advanced into the anatomy but not inside of the 5f guiding catheter, rather outside of the 5f guiding catheter. A new 7f guiding catheter and a snare device were advanced over the non-abbott guide wire. A 5f guiding catheter and a 7f guiding catheter were inserted into the anatomy at the same time. The slightly expanded stent implant that was mounted on the sds balloon, was captured by the snare device and the stent implant was removed off of the sds balloon.

Manufacturer narrative:
(B)(4). The sds was removed out of the patient anatomy and placed inside the 5f guiding catheter. The stent implant, snare device and 7f guiding catheter were removed out of the patient anatomy as a single unit. It required 1 hour to remove the device from the patient anatomy. A new 7f sheathless guiding catheter was advanced and dilatation was performed 4 times with the 3.0x15 non-abbott balloon catheter and a 3.0x28 non-abbott stent was implanted. Reportedly, the stent implant was stretched and damaged during the attempts to remove it using the snare device and the stent implant got slightly caught with the femoral puncture site and the patient complained of pain. Reportedly, the pain resolved after the stent implant was removed. Once outside of the patient anatomy, the sds was pressurized and leakage was observed from two pinholes, one on the proximal portion and one on the distal portion of the sds balloon. There was no adverse patient sequelae. No additional information was provided. Concomitant medical products: guide wire: sion, runthrough hyper coat, sion blue. Against resistance; re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.